Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in the hosp for unk reasons. Pulse generator exhibited backup vvi operation. The impedance was high. The device was scheduled to be removed and replaced.